Manufacturer narrative:
The product implicated is a port w/attachable 8fr catheter. Returned for eval is a small section of 8fr tubing. The sample measures 2.1" long. It appears to have been cut with a sharp instrument at both ends. An annular impression around the outer diameter is located 0.3" from one end. There are no depth markers printed on this segment. The lumen is clear. A history review of lot number 36gg6276 shows no related mfg issues, and no other field complaints reported for this lot. Notes in the file indicate subcutaneous cather leakage. This section of tubing is undistinguishable with respect to its location on the catheter. The tubing is tactually inspected for elastic weakness or deformation. The tubing narrows under slight tension between the fingers at the annular impression. A blunt connector attached to a 10cc syringe filled with water is then inserted into one end of the tubing. With the opposite end occluded with the fingers, a small leak streams from the annular impression when the lumen is pressurized. The tubing is viewed under 5-30x magnification. Both ends are glossy with semicircular striations across the cut planes. This indicates scissors were used to cut both ends. A scuff ring in the outer diameter is seen adjacent to the annular impression. There is a small radial slit between these two annular marks in the outer diameter. This type of damage is common with suture sites that are tied too tight. However, the penetrating angle may also suggest puncture damage from a sharp instrument. There are also small nicks visible in the blue stripe. This mechanical damage may be from the use of a clamping device, or a may be a suture site with accompanying needle damage. Due to the delicate nature of silicone tubing, the instructions for use warns the user not to handle the catheter with instruments, or suture around the catheter, as damage may occur. The catheter damage is verified and should be recorded as user-related, since the catheter tubing appears to have been damage through user error. The instructions for use warns the user that care must be taken when handling the silicone tubing.

Event description:
Subcutaneous catheter leakage. No other info is known.